Event description:
Customer reported that the "reserve air activated" light on the css console faintly flickered intermittently when the air hose was disengaged from the hosp wall air. There was no pt impact. This alleged failure mode does not pose a risk to the pt because it does not prevent the css console from performing its life-sustaining functions. The customer reported that the css console air tanks were operating normally and no unexpected usage of the reserve air tank was observed. Syncardia has requested that the console be returned for eval.